Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site, and performed a total service call. The cse observed a sample probe integrity type 2 system error code (600 03 27), however found no issues with the sample probe alignment or detection when troubleshooting. Several samples were run and no issues were observed by the cse. The customer with fresh control material had repeated qc, performed a qc precision study, and the results were comparable to the previously used vitamin d reagent lot (068). Patient samples were sent out by the customer to an alternate laboratory for vitamin d total comparison, and the results met the laboratory's passing criteria. The cause for the low quality control (qc), and patient comparison results with the vitamin d total reagent lot (069) is unknown. No conclusions can be drawn. Patient comparison vitamin d total results: pid: p1, p2, p3; alternate laboratory: 20.70, 32.30, 25.0; customer: 24.09, 26.54, 20.82; % difference: +16.38, -17.83, -16.72. Customer's passing criteria: +/- 25% difference: the instruction for use (IFU) under the performing quality control and taking corrective action section states the following: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: 1. Determine and correct the cause of the unacceptable control results: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples, and confirm that quality control results are within acceptable limits before running patient samples. If the quality control results are not within acceptable limits, recalibrate the assay, and repeat step d. If necessary, contact your local technical support provider or distributor for assistance. Repeat testing of patient samples before reporting results. Perform corrective actions in accordance with your established laboratory protocol." The instrument is performing within specifications.

Event description:
Low advia centaur xp vitamin d total (vitd) quality control (qc) and patient results were observed by the customer when comparing a previous reagent lot (068) to a new reagent lot (069). The customer did not observe any system errors, and there were no issues with other test assays. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the low advia centaur xp vitd quality control, and patient results with the new reagent lot (069).